Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m91, serial number/date (B)(4) is approximately 1 month old. The owner's manual part number 1141450 rev. E (oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. The caretaker of the consumer said that she received this chair about a month and a half ago. He says she has back pain. He also stated the m91 rocks terribly and the consumer is worried that the chair is going to give out on her when she is using it. MDR filed.